Manufacturer narrative:
A ge service representative performed over the phone investigation. The user was instructed to remove and reseat the keyboard and mouse prior to rebooting the system. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.